Event description:
Resectoscope handpiece noted with visible sparks, and was removed from service. Olympus hotline called and was made aware of event. All resectoscopes of that type were pulled until products can be checked.